Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones for approximately two weeks. The patient was then seen in clinic and review of stored device memory noted that the crt-d and right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms and resulted in the beeping tones. Out of range measurements were unable to be reproduced in clinic. Further review of stored device memory noted oversensing of the respiratory rate trend (rrt) feature. Boston scientific technical services (ts) discussed programming rrt off. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rrt feature was programmed off. The root cause of the oversensing and high out of range pacing impedance measurements was not determined. The physician will continue monitoring.